Manufacturer narrative:
E1:(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a static image during installation involving an olympus flex deflectable videoscope. There was no patient involvement reported.